Event description:
It was reported that during an unknown procedure the first scalpel could not pass the pre-run test. There was a solid tone with error code '5'. Changed to another one, but the tissue pad fell off. The fallen piece was retrieved by forceps. Changed to the third one to complete the procedure. No adverse event on the patient. Two devices will be returning.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad damaged, melted and a half not returned. The device was connected to a test handpiece and generator and it activated during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Due to the condition of the tissue pad it is possible that an alert screen was given when the blade made contact with the clamp arm. This was not seen during testing.